Event description:
It was reported that the patient was experiencing burning in the skin when charging the implantable pulse generator (ipg) and it was causing pain. It was mentioned that the device had bubbles up under the skin.